Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device is emitting chirps. There was no patient involvement. Remote support was provided. It was determined from the error logs that this was a malfunction of the ECG lead cable. The customer replaced the ECG cable resolving the issue. The failed component is not expected for return. The device was returned to full functionality and remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was malfunction of the ECG cable. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device alarmed for an ECG issue. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.